Event description:
The hcp reported that the cahteter tip dislodged in the intrathecal space. He attempted to implant a second catheter, but that tip also dislodged in the intrathecal space. A third catheter was successfully implanted. The pt is recovering.